Event description:
It was reported that while removing adhesive from an infusion set inset, the user inadvertently pulled the infusion set from the applicator, resulting in an incorrectly deployed set and unsuccessful connection. No reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after completing a supply change with guidance. Investigation included troubleshooting and user education through customer care. Investigation of this case revealed user handling error leading to incorrect infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.